Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the bag broke and a piece of the specimen fell into the patient abdomen. The broken piece was not noticed at first. The surgeon 'went back to check on patient' for bleeding, but found the piece of the back in the patient. The piece of the back was retrieved.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the product was used in a surgical procedure. The opened instrument was received with the specimen bag detached from the ring and received with the device. There was some plastic bag remnant noted on the metal springs, which had separated due to the disengaged black shrink tube that would form the metal ring. The black shrink tube had disengaged from one side of the metal springs in one piece with no evidence of deformation or stretching. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur when an obstruction is introduced inside the metal ring. An obstruction can occur when an instrument, extraneous materials, or the cinched bag itself interferes with the retraction of the ring. In this case, the black shrink tube fails during retraction, but the black shrink tube remnant remains on the ring. The average force required to replicate condition has been measured at 14 lbs. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
There was no reoperation performed. There was no x-ray performed. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no extension of the incision by more than one inch. There was no need for an extra incision. There was no bleeding of 500cc or more. The reporter is unsure of whether the surgery time was extended by more than 30 minutes, but she does not think so.

Manufacturer narrative:
(B)(4).